Manufacturer narrative:
A review of the lot history record identified no manufacturing nonconformities issued to the reported device that would have contributed to this event. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
Additional information was received that no organisms were seen or grew on anerobic-aerobic cultures and the drainage at ipg site has resolved.

Manufacturer narrative:
Date of event¿ is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that patient had drainage, pain, and possible infection at ipg incision site. As a result, patient was prescribed oral antibiotics and surgery occurred on (B)(6) 2020 during which ipg site was cleaned out. Patient was also prescribed a PICC line with antibiotics.